Event description:
It was reported that the patient experienced a significant worsening of seizure frequency (up to every 2-3 minutes). Seizure activity was confirmed through 24 hour video and an electroencephalogram (eeg). The event was noted as "possibly" being related to programming. The patient was hospitalized. It was stated that the patient was reprogrammed on (B)(6) 2012. The patient recovered without sequela on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3389-28, lot# 0204412886, implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Review of this MDR and/or additional information received shows the device in this report is not marketed/commercially distributed in the united states. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. No additional information will be sent on this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the event's description was updated to increasing frequency of epileptic seizures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that there was of 27 axial-tonic seizures (no new entity) during 24- h-video-eeg-monitoring on (B)(6) 2012. There was electrical abandoning on (B)(6) 2012.